Manufacturer narrative:
H6: investigation summary: bd received fifty sealed 22 gauge insyte autoguard units from lot 2284590 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage or deformities. Also none of the devices appeared to have already been retracted or retracted prematurely. Next, the engineer randomly selected twenty units for testing. The units were inspected for excess gel inside of the needle grip with various degrees of excess gel being found. The gel found inside of the grip can push against the inside wall creating crease lines and causing slow retraction times. This was observed during testing. Each unit tested was found to retract slowly but did eventually retract. Therefore, based off the visual inspection and testing the engineer was able to verify a slow retraction rate but could not verify any issues with premature retraction or retraction failure. It was determined that this was a manufacturing defect caused by the excess gel observed inside of the needle grip. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: customer reported defective catheters for two po's. Additional info received 05/02/2023: the lot number is #2284590 for 22gax1.00 in. I do have a box of the item for you to evaluate. The issue was the button to retract the needle would stick. The needle sometimes wouldn¿t retract. Sometimes the needle would retract on it¿s own when putting it in a patient. No harm was done to any patient.